Event description:
Customer reported that he had unexplained high blood glucose because his insulin pump was under delivering. Customer stated that the insulin pump was not delivering any insulin because he attempted to give himself 7 units of insulin and the reservoir did not moved. Customer stated that he has sclerosis on the liver and he is having a lot of issues. Customer also stated that he had a cat scan and an ultrasound and he was wearing the insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.